Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k051496.

Event description:
It was reported patient underwent an unknown procedure on (B)(6) 2016. During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch and could not enter the cartridge. There was no patient injury and no delay in procedure. Another package of cement was used to complete the procedure.

Manufacturer narrative:
This follow up report is being filed to relay additional and corrected information. (B)(4). Review of manufacturing history revealed no evidence of product nonconformance. Evaluation of the returned device was unremarkable and the complaint cannot be confirmed. A conclusive root cause cannot be determined as no failure was detected; however, corrective action has been initiated for the reported issue.